Event description:
The manufacturer received information alleging a trilogy 100 ventilator screen would not test on initial power up. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's alternating current (ac) inlet connector was damaged and required replacement of the ac cable to address the issue. However, no repairs were completed because the device was scrapped.